Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. Lead hi-pot failure was found between inner coil to the right ventricular conductor path at the middle region of the lead consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported event of high pacing lead impedance was not confirmed.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed high pacing impedance exhibited right ventricular lead. Tachycardia therapy was disabled via programming. The patient was stable.